Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a partial diagnostic power on reset (por). It was noted that the device parameter values are unchanged, and rate histogram and percentage pacing data had been cleared. The device remains in use. No patient complications have been reported as a result of this event.